Event description:
In 10/2006, the elastomeric pump was filled with 200ml nacl 0.9%, 30mg morphine and 200mg ketalar, which were administered at 9:00am via i.v. To the patient. At 8:00pm, symptoms of morphine overdose were observed. The doctor arrived at 12:00am and stated that the patient did not give any response to attractions from the outside, as well as to pain. In addition, the pump was observed to be empty. The doctor indicated that the symptoms could be regarded as a "nearly comatose condition," the oxygen saturation of the blood was too deep. A morphine antagonist, narcan, was administered and the symptoms of the morphine overdosing disappeared, and the patient had no consequences.

Manufacturer narrative:
We have not received the actual device involved in this incident. I-flow was notified that he device will be returned for evaluation and investigation. I-flow will submit a follow-up report when we finish the investigation. It is noteworthy that the device was used in a manner (i.e. Intravenously) not stated in the indications for use. Furthermore, the infusion pump name, "easypump c-bloc-ra with pca, continuous nerve block system," indicates that this pump model is not for intravenous use(s).